Event description:
Pt was hospitalized due to hyperglycemia. After a change out of administration set, insulin cartridge and site change the pt was admitted to the hosp with hyperglycemia and large ketones. Reportedly the pt could take insulin via syringe with insulin from same vial as in pump and glucose dropped appropriately. The pump history was reviewed and no system faults were detected, there was no evidence that pt is inserting incorrectly, the process of filling, or loading was incorrect. The device will be returned for evaluation, to ensure that it is functioning correctly and did not contribute to the reported incident.